Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had been having trouble keeping her ins and recharger charged. The patient reported the issue starting after she had "laser all over her back" on (B)(6) 2018. The patient reported informing a manufacturer¿s representative and the rep told the patient to call and get a replacement controller. The patient reported her primary healthcare provider (hcp) had sent her to have a laser procedure, and reported that the area treated included where the ins and leads were. The patient reported they did this over all of her back but they had to stop because it hurt her, so she called her managing healthcare provider (hcp) and was told that she should not have this procedure. The patient reported that her back has been sore since that day, and she had turned stim off for the laser procedure. The patient stated that the rep was able to meet her in the same facility after the procedure to reprogram the ins, because after the laser none of the pain was being covered, but the patient stated this was a result of the laser and not the ins. The patient said the rep modified the programming to get more stim for her pain area from her sciatica down to her feet as opposed to from the waist down. The patient reported since that date she has had difficulty keeping the ins charged. The patient stated the ins depletes after 2-4 hours, and she has to recharge 2-3 times per day. It was reported the ins has high frequency programming. The patient reported that when she went to recharge the ins the controller was depleted so she could not recharge the ins, and then when she charges the ins the controller depletes, so she has been dealing with this all week. The patient was redirected to her hcp to address symptoms, and sent an additional controller battery. Additional information received stated that the controller could not find the ins. The rep was assisting the patient. New batteries were tried, and the issue was not resolved. It was reported that the patient had not charged and the ins was depleted. The patient reported pain for the past 2 weeks. It was reported the replacement battery did not resolve the issue. The rep attempted to recharge the implant and the controller is not detecting that the recharger is plugged in. Patient was issued a new recharger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(4) product type recharger. Product ID 97745bp serial# unknown product type accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had multiple error issues with the ins and they called into patient services several times to report these issues. It was reported that no known factors contributed to the issue. The patient was getting an error message on their controller and was unable to use the ins at times. The patient had been seen in the office and the had the ins interrogated. The proper recharging techniques and proper controller charge was reviewed. The issue was not resolved at the time of the report. No surgical intervention occurred, but surgical intervention was planned and scheduled for (B)(6) 2019. It was reported that the event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.